Manufacturer narrative:
The field service engineer (fse) evaluated the g8 analyzer at the customer's site. The fse replaced degasser modules, but the issue did not resolve. The analyzer was replaced.

Event description:
This report summarizes 1 malfunction event on the g8 analyzer. The review of the event indicated that the g8 analyzer experienced a pressure error message, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. . This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.